Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the insertion needle was separated from the sensor base; unable to confirm if the customer received the sensor in said condition due to the customer returned the sensor opened and used also, unable to confirm the adhesive anomaly due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor fell apart prior to insertion. Customer's blood glucose was 26 mmol/l. Sensor would be replaced.